Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece(s) are missing as a result of breakage and is approximately 6.12mm. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a cracked or broken yaw pulley. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument had broken pieces on the tip of the shaft. The procedure was completed with no reported injury.